Event description:
It was reported that, during procedure, the end of metal fiber detached and fell off before insertion. The fiber was replaced, and the procedure was completed using another of same model. There were no patient complications reported.

Event description:
It was reported that, during procedure, the end of metal fiber detached and fell off before insertion. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed and the reported allegation in this complaint has not been confirmed. Visual inspection found no visible defects. Microscopic inspection identified that the red dot on fiber was not aligned with output window indicating a glue failure and that the outflow tube moved during use. The fiber tip exhibited severe debris adhesion (charred tissue) on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture and found no breaks along the length of the fiber. The fiber also passed functional testing of the connector and saline test with no defects identified. Based on the analysis results and information available, there was no fiber break found during analysis; therefore, the reported event was not confirmed. The investigation is assigned a conclusion code of unintended use error caused or contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body or tip.